Event description:
It was reported that multiple cartridge alarm 1 occurred during basal delivery. Reportedly, the customer reloaded the cartridge to resolve issue. Customer's blood glucose was 150-300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.